Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and found that two of their three batteries would not hold a charge and that the charge port was damaged and would not hold the charging cord in place. Physio replaced the dc input port to resolve the reported issue. The customer will also be provided with replacement batteries. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut off while in use with a patient. Manual CPR was then delivered. The patient later died at the hospital. Multiple attempts to obtain patient information from the customer were made without response. A clinical review determined that the device malfunction may have contributed to the patient's death.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut off while in use with a patient. Manual CPR was then delivered. The patient later died at the hospital. Multiple attempts to obtain patient information from the customer were made without response. A clinical review determined that the device malfunction may have contributed to the patient's death.

Manufacturer narrative:
H1 of the initial submission indicated the type of reportable event is death. H1 of the initial submission should indicate the type of reportable event is malfunction. F10 of the initial submission indicated the patient code is death. F10 of the initial submission should indicate the patient code is no consequences or impact to patient.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut off while in use with a patient. Manual CPR was then delivered. The patient later died at the hospital. Multiple attempts to obtain patient information from the customer were made without response. A clinical review determined that the device malfunction may have contributed to the patient's death.

Manufacturer narrative:
Section h1 of the initial medwatch report indicates: type of reportable event is serious injury section h1 of the initial medwatch report should indicate: type of reportable event is death physio-control evaluated the customer's device and verified the reported issue. Physio found the charge port was damaged and, as a result, the batteries would not hold a charge. Physio replaced the damaged power inlet and replaced the batteries to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause was determined to be the batteries and power inlet. Physio performed a clinical review that determined that the user had not followed the instructions for use; therefore, it is likely that the interruption in CPR was longer compared to if they had followed the instruction for use.